Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion #1 was located in the distal right coronary artery (rca) with 80% stenosis and was 35 mm long and a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.5 mm x 38 mm promus premier stent. Following post dilatation was performed with 0% residual stenosis. On the same day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject died. No action was taken to treat the event and the cause of death is unknown. It is unknown if an autopsy was performed. No further information is available at this time. It was further reported that the cause of death was a car accident.

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion #1 was located in the distal right coronary artery (rca) with 80% stenosis and was 35 mm long and a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.5 mm x 38 mm promus premier stent. Following post dilatation was performed with 0% residual stenosis. On the same day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject died. No action was taken to treat the event and the cause of death is unknown. It is unknown if an autopsy was performed. No further information is available at this time.